Manufacturer narrative:
D6a: please note that only the implant year is known at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that when the recharger telemetry module (rtm) was connected to the patient controller and applied to the implantable neurostimulator (ins) in order to charge the device, the patient¿s stimulation was perceived as smooth, strong, uncomfortable, and painful. It was noted the issue occurred at the time of report. At the time of the event, the controller battery level was approximately 90% while the ins battery was nearly depleted. When the recharger was removed and stimulation was on, no abnormal sensations were reported, and similarly, no abnormality was noted when charging was performed with the stimulation turned off. It was advised that charging should be performed with stimulation turned off and to turn stimulation on after charging was complete. The visiting nurse was contacted by phone and instructed to temporarily lower the output using the controller, and the patient was advised to monitor the situation and consult a medical institution if further discomfort occurred. No surgical procedures or additional interventions were performed, and the resolution status of the issue was unknown at the time of the report. No further complications were reported or anticipated.